Event description:
It was reported a patient was in withdrawal following a replacement of their intrathecal drug delivery pump. A loss of therapeutic effect was reported. No specific symptoms were noted. The pump had been replaced. The new pump was not primed prior to implant. The medication used in the pump was not reported. Additional information has been requested, but was not available on the date of this report.